Event description:
As reported an edwards south korea affiliate, during a transcatheter heart valve replacement procedure with a 26mm sapien 3 ultra valve, the valve was in malpositioned due to unknown reasons. The valve was properly aligned between the markers, there were no alignment issue was detected, and the commander ds was coaxial and centered relative to the aortic valve. However, the valve was slightly tilted when inflated above the annulus line. A valve in valve (vinv) procedure was performed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for malpositioned thv was unable to be confirmed due to no imagery or medical report being provided for evaluation. However, the reported event does not allege a device malfunction contributed to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, the first thv valve was malpositioned above the annulus line despite the valve was aligned between the markers, centered, and positioned coaxially in relative to the native aortic valve prior to deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.